Event description:
The respiratory therapist reported that the v60 ventilator was inoperative and shutdown. It is unknown if the device was in clinical use at the time the reported issue was discovered; however, there was no patient harm reported.

Event description:
The respiratory therapist reported that the v60 ventilator was inoperative and shutdown. No patient involvement was reported.